Event description:
The patient's mother reported there were 4 pods (lot number: unavailable) where the patient developed an infection at the insertion site. For all 4 pods, the patient required antibiotics for treatment. No further information on the prescription name or duration of use was provided. Additional information has been solicited but is unavailable. If additional information is received a supplemental report will be submitted. Please see below for the related complaints associated in this reportable submission: (B)(4), (B)(4), (B)(4) and (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.